Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that she received multiple no delivery alarms during basal and bolus delivery attempts with her insulin pump. The customer's blood glucose was 350 mg/dl, which she treated with a bolus after changing out the set. She stated that the no delivery alarm was resolved by a complete set change. The customer also stated that during priming, nothing was happening for awhile and then insulin shot out. Nothing further was reported.